Manufacturer narrative:
Integra completed its internal investigation 02/21/2017. The investigation included: method: -DHR review: - review of complaint management database for similar complaints. -visual evaluation. Nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history: variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history: corrective action preventive action history: none. A two year look back for this reported failure and/or related to "tip broken" for this product ID 225175 shows no related complaints returned instrument/product condition: there was a bone hold clamp manufactured dec. 2012 returned with a broken jaw and showing no unusual markings. Point of purchase: unknown. Date of manufacture: dec. 2012. Instrument marking(s): (B)(4) stainless ce. Lot number(s): 59-1212. Test/measurements: visual/functional. Investigation results: there was a bone hold clamp manufactured dec. 2012 returned with a broken jaw and showing no unusual markings. Upon further investigation it is noticed that there is staining at the break area, possibly indicating prior damage and ultimately breakage. The complaint report is confirmed; damage worn. Conclusion: there was a bone hold clamp manufactured dec. 2012 returned with a broken jaw and showing no unusual markings. The complaint report is confirmed; the root cause has not been identified as a manufacturing or workmanship deficiency.

Event description:
Customer initially reports tip broke not during a procedure. On (B)(6) 2017 customer correction reports open reduction internal fixation of proximal humerus, tip broke off, broken piece retrieved, no harm to patient.

Manufacturer narrative:
On 2/21/2017 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - upon further investigation, it is noticed that there is staining at the break area, possibly indicating prior damage and ultimately breakage. The complaint report is confirmed; damage worn. Device history evaluation - DHR review: nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history: variance authorization / deviation history: none; engineering change order/ manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none; health hazard evaluation history: none. Conclusion: the root cause has not been identified as a manufacturing or workmanship deficiency.